Event description:
The user facility reported that following use of the device, the needle could not be fully retracted into the safety mechanism. Therefore, the needle was left exposed. A product rep reportedly met with the user facility and determined that the clinicians were using the devices incorrectly, causing difficulty in engaging the safety mechanisms. Product training was reportedly provided to the facility. No needle stick or injury occurred.

Manufacturer narrative:
MFR completed the entire form. Additional MFR narrative: customer has not yet returned the device to the MFR for device evaluation. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the evaluation.